Manufacturer narrative:
Device received with constant critical pump error alarm and unable to download due to corroded electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a pump error alarm. The blood glucose level was 83 mg/dl. The customer reported that they were unable to clear alarm because there was no okay at the bottom of the screen. Customer stated that they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.